Event description:
Device returned to manufacturer for analysis with report of break in catheter. Follow up with hcp revealed patient reported to physician with symptoms of return of severe back and leg pain. X-rays showed catheter with small segment attached to the anchor and disconnected at the spinous space. No drug delivery to the intrathecal space. Oral narcotics were prescribed for patient comfort. Catheter was replaced in 2003. It is unknown if the broken segment of catheter was retrieved. Patient is doing well now and having dose titrated.